Event description:
The user of the device took more insulin from high readings. Pt passed out. Pt's family member and neighbor now watch pt and will get medical care. No treatment alleged from this event. Controls were no used. The device was replaced and requested to be returned for evaluation.